Manufacturer narrative:
Testing and investigation found the device touchscreen did not pass the touchscreen test. The touchscreen did not respond when pressed. This was found to be due to contamination due to fluid ingress on the device touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.